Event description:
It was reported that the chronic right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements of 130 to 150 ohms. The patient would be brought in for x-ray, fluoroscopy imagine and further testing. The rv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the chronic right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements of 130 to 150 ohms. The patient would be brought in for x-ray, fluoroscopy imagine and further testing. The rv lead remains in service and no adverse patient effects were reported. It was noted that the patient was in atrial fibrillation (af) so further testing was postponed and the patient was started on anticoagulants. At this time there is no new date for testing and the shock impedance measurements remain unchanged.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This report is being filed to correct the patient codes and impact codes in h6 that were inadvertently left off the last report.

Event description:
It was reported that the chronic right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements of 130 to 150 ohms. The patient would be brought in for x-ray, fluoroscopy imagine and further testing. The rv lead remains in service and no adverse patient effects were reported. It was noted that the patient was in atrial fibrillation (af) so further testing was postponed and the patient was started on anticoagulants. At this time there is no new date for testing and the shock impedance measurements remain unchanged. Additional information was received that the patient underwent testing. A 1.1 sync shock yielded impedance measurements of 170 to 125 ohms. The 10 joule shock yielded shock impedance measurements of 119 ohms. The clinic was satisfied with the results. The clinic is planning to continue to monitor the patient with extensive follow ups until change out procedure. It was noted there was an estimated one and a half years remaining longevity on the implanted device.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the chronic right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements of 130 to 150 ohms. The patient would be brought in for x-ray, fluoroscopy imagine and further testing. The rv lead remains in service and no adverse patient effects were reported. It was noted that the patient was in atrial fibrillation (af) so further testing was postponed and the patient was started on anticoagulants. At this time there is no new date for testing and the shock impedance measurements remain unchanged. Additional information was received that the patient underwent testing. A 1.1 sync shock yielded impedance measurements of 170 to 125 ohms. The 10 joule shock yielded shock impedance measurements of 119 ohms. The clinic was satisfied with the results. The clinic is planning to continue to monitor the patient with extensive follow ups until change out procedure. It was noted there was an estimated one and a half years remaining longevity on the implanted device.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This report is being filed to correct the patient codes and impact codes in h6 that were inadvertently left off the last report. No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the chronic right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements of 130 to 150 ohms. The patient would be brought in for x-ray, fluoroscopy imagine and further testing. The rv lead remains in service and no adverse patient effects were reported. It was noted that the patient was in atrial fibrillation (af) so further testing was postponed and the patient was started on anticoagulants. At this time there is no new date for testing and the shock impedance measurements remain unchanged. Additional information was received that the patient underwent testing. A 1.1 sync shock yielded impedance measurements of 170 to 125 ohms. The 10 joule shock yielded shock impedance measurements of 119 ohms. The clinic was satisfied with the results. The clinic is planning to continue to monitor the patient with extensive follow ups until change out procedure. It was noted there was an estimated one and a half years remaining longevity on the implanted device. Additional information was received that the high shock impedance measurements have continued. The patient underwent repeat testing. The low energy shock impedance measurement was 169 ohms, the 1,1joule shock impedance measured at 124 ohms, with a 10 joule shock it was greater than 125 ohms. Ts was consulted and discussed that the shock lead impedance is high and variable. The impedance has been as high as 192 ohms. Ts discussed that at this level high voltage shock therapy may not be effective. Ts discussed additional programming and troubleshooting options as it was noted they would prefer to hold off on a revision procedure as long as possible. At this time the rv lead remains in service and no additional adverse effects were reported.